Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
Date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device received with a damaged global label and lcd screen, faded line cord, discolored pole clamp, corroded quick connect, front cover and enclosure has multiple nicks and scratches. Functional testing found water was leaking from the bottom of the water tank cover. The complaint was confirmed. Root cause was attributed to the crack in the water tank. What caused the crack was not established. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.